Event description:
On (B)(6) 2009, the patient reported the up and down buttons on his insulin infusion device are not properly working. He stated he noticed one of the buttons was not working 1 month ago and the other button stopped working yesterday. He stated he switched to his backup infusion device. He said the buttons pop up when pressed and his device has not been dropped or exposed to water. No blood glucose concerns related to this issue were reported. The patient did not require assistance from a healthcare professional or second party to address the issue. Product was replaced and requested to be returned for evaluation.